Event description:
Patient underwent total knee arthroplasty on (B)(6) 2011. A revision to the procedure was performed on (B)(6) 2011 due to persistent pain in the knee. During the surgical procedure on (B)(6) 2011 "a bit of scuffing" was noted behind the patella. There was inflammatory synovitis throughout the knee which was removed and sent to the lab. The removed patella was returned to biomet representative in the operating room for examination in their laboratory.